Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports femur elevator system has broken several times. Need replacement . On (B)(6) 2016 customer reports the device was set where surgeon wanted it and soon after it lets go and loses position. Device removed and replaced by another same device with no problem. No harm to patient. 1 of 3 related complaints same event.

Manufacturer narrative:
On 8/9/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - product was not released for inspection. Device history evaluation - device history record reviewed for this product ID shows no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. Conclusion: product was not released for inspection but the reported issued is being further investigated through CAPA .